Event description:
Report received from (B)(4) states: "there is aspiration with the vitrectomy cutter but it does not cut. It was not a setting problem but a cutter issue. The vitreous is blocked inside the cutter and cause traction on the retina. No patient impact."

Manufacturer narrative:
The device has been requested yet not been returned for evaluation.